Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was up to 500 mg/dl and 565 mg/dl which was treated by doing the bolus after changing the set because of cannula bent. Customer also stated that it give multiple flow blocked. Customer was declined troubleshoot. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.